Manufacturer narrative:
This report is submitted on january 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020. It was reported the magnet was found to be displaced at the time of explant. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
B4 (date of this report) & g2 (date received by manufacturer) reported in follow-up #1 is incorrect. The correct date should be (B)(6) 2021. This report is submitted on july 28, 2021.

Manufacturer narrative:
The date device returned to manufacturer has been updated. The date device evaluated by manufacturer has been updated. This report is submitted may 25, 2021.